Manufacturer narrative:
The device has been received for evaluation; however, investigation is not yet complete.

Event description:
An event occurred a primary plum set, clave secondary port, clave y-site, secure lock, 103 inch, it was reported that the particulate matter in the drip chamber it occurred upon removal from the package. There was no patient involvement and harm.